Event description:
Following radiography, insulation break was observed on the lead. No electrical anomalies observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.